Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was cracked. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and found damaged/cut cassette sheeting and cracked cassette (marks on the cassette are indicative of pouching equipment). Clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. Leak testing was performed and found a leak through damaged cassette/sheeting. Removed damaged cassette, connect to in lab cassette and ran on machine with no issues. The reported condition was verified. The cause was determined to be manufacture issue as the marks on the cassette are indicative of pouching equipment. Should additional relevant information become available, a supplemental report will be submitted.